Event description:
It was reported that during a stomach reduction bypass procedure, when trying to fire the reload, it locked. It was replaced by another one, which worked properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code and lot/batch number for the stapler used with the 6r45b cartridge (ex. Atw45, ets45, etc)? Did the device deliver any staples before it locked? If yes, was the staple line complete? Were the staples formed properly? Did the device cut before it locked? If yes, were any issues noted with the cut line? The analysis results found that the 6r45b cartridge reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. A batch record review was performed and no anomalies were found during the manufacturing process.